Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the alarm was due to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The results of a label review revealed that users are warned to place the solution bags on a flat, stable surface and to not stack bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The technical service representative (tsr) reviewed proper procedures per the user manual with the nurse. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 1. The nurse (rn) stated that the supply bag fell and disconnected. The technical service representative (tsr) instructed the rn to close the transfer set. The tsr further explained to the rn that se 2240 indicates air has entered the setup. The tsr then assisted the rn to cycle power to end therapy. The rn confirmed to start over with new supplies. The tsr also advised to contact the peritoneal dialysis nurse and inform of the se 2240. No additional information is available at this time.